Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: twenty (20) actual devices were received for evaluation. Visual inspection was performed and the sponge foam was observed outside of eight minicaps. The reported condition was verified for eight samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicaps were damaged. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.